Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was damage to the balloon of the catheter. It was later reported that bcg (bacillus calmette-guerin) was injected into the bladder of the patient the day before the surgery. The surgery for bladder cancer was performed, and the catheter was inserted into the patient for urine drainage during the surgery. Water was injected to inflate the balloon by the doctor wearing gloves and the balloon was inflated without any problems. The patient was transferred to a ward the next day, and the catheter with the deflated balloon fell out of the patient; in the patients' room, due to damage to the balloon. The catheter was replaced. The facility is uncertain if there were any missing balloon pieces.

Manufacturer narrative:
Received only catheter. The reported event was confirmed; however, the cause is unknown. Visual inspection noted irregular balloon burst. No pieces of sac were missing. Functional testing results are as follows: introduced water into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found no conditions that could be associated with the reported event. Dimensional evaluation results are as follows: eye snip length: 2/32¿ inflation lumen coverage: 12 thou balloon thickness: 22 thou burst initiated from bottom collar of sac: 8mm tactile evaluation results are as follows: site of burst appears swollen and balloon thickness measures average 22 thou. In addition, the edges of the burst area were not brittle. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]"

Event description:
It was reported that the catheter balloon was damaged. It was later reported that bcg (bacillus calmette-guerin) was injected into the bladder of the patient the day before the surgery. The surgery for bladder cancer was performed, and the catheter was inserted into the patient for urine drainage during the surgery. Water was injected to inflate the balloon by the doctor wearing gloves and the balloon was inflated without any problems. The patient was transferred to a ward the next day, and the catheter dislodged from the patient with a deflated balloon. Subsequently, the catheter was replaced. The facility is uncertain if there were any missing balloon pieces.